Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the battery had shifted and felt like it was on the patient¿s spine. The feeling in their hands and parts of their face was numb. It was noted that the patient had poor circulation so at first they did not pay attention to their symptoms however their poor circulation did not last 5 days so the patient not suspected that the battery was causing these issues. The patient had a health care professional (hcp) appointment scheduled for (B)(6) 2017). These symptoms may have started on thursday as it had been occurring all weekend. No further complications were reported.